Event description:
It was reported that this right ventricular (rv) lead impedance began to slowly increase and triggered a lead safety switch due to high pacing impedance out of range. Reportedly, isometrics were performed and noise was able to be produced in the unipolar configuration, however, noise was not reproduced in the bipolar configuration. There is no apparent change in the patient's condition, and technical services (ts) suggested consider to monitor due to noise not being present in bipolar and pacing thresholds are adequate. Also, ts stated that could consider to increase the upper range for out of range to see if it continues to rise. The rv lead remains in service at this time. No adverse patient effects were reported.